Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 99% stenosis in the mid right coronary artery (rca). The 2.0 x 15 mm trek balloon catheter was advanced for post-dilatation of a non-abbott stent, without resistance; however, the balloon ruptured at the third inflation of 18 atmospheres. The procedure was completed successfully without any additional inflations. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: runthrough, sion blue, xt-r; guide cath: brite tip 6f al1, corsair; stent: promus element 2.25x20mm. (B)(4): incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported that the device was prepared inside the patient anatomy. It should be noted that the (B)(4) nc trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Based on the information reviewed, there is no indication of a product deficiency.